Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was unable to attach the connector to the cartridge during infusion set and cartridge replacement, despite multiple attempts and correct clockwise engagement technique; the issue resolved immediately when a new connector was used. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring medical care and no alerts or alarms. Investigation included complaint handling and user troubleshooting and education. Investigation of this case revealed a suspected defective connector that prevented proper engagement with the cartridge. It was concluded that the event was attributable to a component malfunction of the connector, and replacement resolved the issue.